Event description:
The tip of a bausch and lomb 20 gauge vitrerctor spontaneously fell off during intraocular surgery creating an iatrogenic intraocular foreign body. The hollow tip was removed without difficulty using intraocular forceps and the patient was not injured. The presence of perfluorocarbon - a heavy liquid - over the macula protected sensitive structures from damage. Damage to the macula or optic nerve resulting in vision loss could potentially occur. A popping sound - barely distinguishable - was heard and the tip began to vibrate just before the tip fell off.